Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Meshgraft complete was not cutting grafts right. The event occurred pre-testing and there was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on october 4, 2018, it was reported that the unit was not cutting grafts right. The customer did not return a meshgraft ii device, serial number (B)(4), for evaluation. The device history record review was unable to be performed as the record associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust indexing and handling process was not in place. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 15, 2016 where it was reported that the device was not making holes in the graft and the worn cutter, roller, side plates, handle, ratchet gear, pin and spring were replaced. This is not a related issue. Product review of the meshgraft ii was unable to be performed as the device was not returned for evaluation. Repair of the meshgraft ii was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.